Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Event description:
Our sales rep reported that a female patient was recently, i.e. Around 2-3 weeks ago, implanted with a device manufactured by us. This implant was supplied through the loaner system. The patient is an elderly woman with dementia who was receiving her second artificial hip replacement; in other words, this implant was used for a revision. The insert was selected because, the patient had exhibited virtually no tendency to hip dislocations. Now, several days postoperative, the patient's leg is dislocating outwardly and the duo head component of the implant has broken out of the pe hooding or may even have fractured. Revision surgery is scheduled for (B)(6) 2013. Afterwards, we will have more information.

Manufacturer narrative:
An event regarding dislocation involving an all poly constrained liner was reported. The event was confirmed. Device evaluation was not performed as the reported device was not provided for evaluation. Images of the surgical procedure and x-rays were provided for review that confirmed the reported dislocation, however, additional information such as clinical history, operative report and a more detailed description of the reported event would be required for the consulting clinician to write a valuable medical assessment. Device history review indicated that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no similar reported events for the provided lot ID. Conclusions: the exact cause of the event could not be determined due to insufficient information. Photos of the surgical procedure and x-rays of the hip confirmed the reported dislocation; however, additional information such as clinical history, operative report and a more detailed description of the reported event would be required for further investigation and determining a root cause.

Event description:
Our sales rep reported that a female patient was recently, i.e. Around 2-3 weeks ago, implanted with a device manufactured by us. This implant was supplied through the loaner system. The patient is an elderly woman with dementia who was receiving her second artificial hip replacement; in other words, this implant was used for a revision. The insert was selected because the patient had exhibited virtually no tendency to hip dislocations. Now, several days postoperative, the patient's leg is dislocating outwardly and the duo head component of the implant has broken out of the pe hooding or may even have fractured. Revision surgery is scheduled for (B)(6) 2013. Afterwards, we will have more information.